Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was provided: -did the needle fall into the patient? If so, please provide the following information: no, the needle did not fall into the patient. The needle stayed in the needle holder. - were there patient consequences? If yes, please specify. No -were x-rays taken to locate the needle? No it was reported that "¿the needle kept popping off the suture..." - please confirm the quantity of devices involved in the reported event. 6 attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6)2024 and suture was used. While sowing distal anastomosis, the needle kept popping off the suture. They used a new suture from a different lot number to complete the case without patient harm. The needle did not fall into the patient. The needle stayed in the needle holder. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 1/2/2025. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Three unopened samples were received for analysis. The product code m8703 is multistrand and contains four strands double armed. In order to evaluate the condition of the returned sample, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed in a needle suture using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.